Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Interrogation upon receipt indicated that the pump was delivering hydromorphone 10mg/ml at 0.059mg/day.

Event description:
The pump was returned and underwent routine analysis. The return paper work did not suggest or question a malfunction. The indication for pump use was non-malignant pain and failed back surgery syndrome. No patient symptoms or patient injury reported.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.